Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead had dislodged and exhibited high threshold and intermittent capture. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: update section b5 and b6 section.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead had dislodged and exhibited high threshold and intermittent capture. The dislodgement of the rv lead was confirmed by x-ray. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.